Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the screen would come up blank or black. There was no fault found with the display connections or the display flex cable. The display flex cable was replaced and software reloaded as a preventative. It was noted on analysis that the cursor will jump at a certain area of the screen and that the keyboard is separating at the hinge pin. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screen of the programmer went black during boot up. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.